Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right colectomy procedure, the stapler could not be fired and was jammed. A new stapler was opened and used to complete the case. There was no patient injury.